Event description:
During a complaint for poor connection of an external battery (not a reportable event), the customer chose to electively change the controller. The original reported event could not be confirmed or duplicated. However, during the manufacturer's testing and evaluation it was noted that the no power alarm did not sound. This incidental finding was then re-assessed per our sop, and determined to be reportable. (Internal (B)(4) battery depletion resulting in failure of audible power alarms). There were no injuries associated with this event.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. These included, but were not limited to visual and functional examination, review of controller log files. Based on the test results of the controller, a malfunction was established for a no audible alarms when both power sources were disconnect . This was due to a bad nimh battery (one bad cell that would not charge) on the power board. No additional information will be forthcoming.